Manufacturer narrative:
Occupation was lay user/patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) compared to a laboratory. The laboratory was using a stago analyzer and neoplastin cl plus reagent. The meter results were 5.2 inr at 8:14 am and 5.3 inr at 8:54 am. The laboratory result was 3.4 inr at 9:30 am. The patient's therapeutic range was 2.5-3.5 inr, and the testing interval was weekly.